Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 31 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and to the tip.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified near the left venous anastomosis. An 8.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon fourth inflation at 2 atmospheres. The exact pressure at each inflation is unknown, but the pressure was gradually increased starting from 4 atmospheres, with a maximum of 20 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.